Manufacturer narrative:
The complaint of device interrogation anomalies and premature battery depletion were not confirmed by analysis. The device was successfully interrogated on a programmer. Testing on the device revealed no sources of high current. Monthly battery voltage and current trends were reviewed and no anomalies were found. A longevity assessment was performed and device was in the normal range of operation with appropriate longevity.

Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
During follow-up, the patient presented with second degree av block. The device could not be interrogated and was not pacing, so it was explanted and replaced. The patient's condition was stable post-procedure.